Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Event description:
The account generated false positive axsym troponin-I adv results on a patient who tested stratus negative. The patient was admitted to the emergency room due to chest pains but after testing showed no signs of cardiac arrest. Additional testing showed ckmb negative, rf negative, monoclonal protein negative but high gamma globulin (which is most likely due to the patient's lupus condition). The patient generated positive axsym troponin-I adv results using 7 specimens over a period of 4 days. Although the axsym troponin-I adv results were all positive the values generated were erratic (8, 0.4, 8, 10, 0.4, 2.0, 2.83, 2.5, 13 ng/ml; troponin-I adv cutoff of 0.40 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). To investigate the customer concern, a review of customer complaints received to-date to determine if others have experienced the issue encountered at customer facility was performed. The review of this data did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. In addition, the investigation team performed accuracy testing to determine if the axsym troponin-I adv assay is providing accurate results. Reagent lot 91011m600 and an internal troponin-I panel made from human plasma that has a known concentration was used in testing. The troponin-I panel met the acceptance criteria. This testing supports the fact that this product provides accurate results. The investigation determined that this product is performing as intended and meeting safety, effectiveness and label claims.